Event description:
A customer contacted baxter's technical service center requesting assistance to open cassette door on the homechoice (hc) machine during fill 1, because the caregiver (cg) had reportedly replaced 1 supply bag, and needed to replace the whole set to resolve a chack heater line alarm. The technical service representative (tsr) assisted the home patient (hp)'s cg end therapy, so the hc door could open. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During further follow-up with the cg, it was found that she only changed out the bag, and wanted to start over with new supplies. The cg stated that she did start over with new supplies and the hp was able to complete therapy with no further issues. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint of a check heater line alarm was not confirmed. The root cause was a use error (switching supply bag while connected). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.